Manufacturer narrative:
As no item was returned no physical examination could be carried out. As no lot-no was provided manufacturing documents could not be reviewed. The rmf had considered potential implant breakage. The threshold was not exceeded. Investigation revealed no non-conformity; therefore no new CAPA was initiated. General aspects: the broken implant is a temporary implant which inevitably will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage. If fracture healing is insufficient mechanical damage of a load-bearing or load-sharing device is more likely. Generally the risk of a breakage will increase with the increase of load cycles and load level. Nail breakage in general has been experienced but does not present an unanticipated event in itself. Depending on load application ¿ e.g. The patient¿s weight and post-implant activity ¿ also, depending on the patient¿s post implant behaviour and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors a nail breakage can rather be classified as anticipated (ref to IFU). A successful treatment with a temporary implant requires sufficient bone healing during the implantation period and adequate load application. Technical aspects: as to outstanding product the kind of nail breakage could not be determined. Possible damages on the implant, caused after distribution or intra-operatively, could not be verified. X-rays revealed intact implants in follow-up x-rays in may 2014. After further approx.15 months, which presents a long period of implantation, the implant system was broken had subsided. In this case the nail had broken after an implantation period of more than 19 months. During this period the implant had to absorb / transfer the whole loading because not relieved by increasing bone healing. Most likely, during this period and due to usual / daily motion the implant is repeatedly loaded in back and forth direction (cyclic loading) which typically contributes to the origin of an incipient crack. This mechanism is always possible ¿ even if the implant would not have been damaged intra-operatively. Every additional load application may contribute to the progress of an existing crack. Stumbling and / or falling increases the risk of initial cracks resp. The progress of a crack. The IFU refers to complications under ¿adverse effects¿ to increased loading, delayed union and osteoporosis (and others) pointing out potential outcomes. Medical aspects: a medical review was not reasonable because there were no medical records available for the period of approx. 15 months. Once the broken implant has been made available a hcp will be commissioned for medical review. With given information it could not be determined if sufficient bone healing had developed prior to implant breakage. Summarizing above information the implant most likely broke due to overload. Overload may have been caused by patient¿s load application possibly in conjunction with impaired bone healing (> 6 months of implantation). Potential intra-operative damage would decrease the nail¿s durability, additionally. With available information a deficiency of the nail could not be verified. In case relevant information resp. The part becomes available (after revision) we reserve the right to update the investigation and to change the root cause.

Event description:
It is reported by the sales rep of stryker, that ag3 nail broke. Received x-rays revealed all implants broken after more than 1,5 years.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown g3 trochanteric nail. If additional information becomes available it will be provided on a supplemental report. Patient pending revision.

Event description:
It is reported by the sales rep of stryker, that ag3 nail broke. Received x-rays revealed all implants broken after more than 1,5 years.